Manufacturer narrative:
The impella cp was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a (B)(6) year-old (B)(6) male patient had impella cp pump inserted in the left femoral for acute myocardial infarction and cardiogenic shock (ami/cgs). It was reported that after removal of the impella device, there was lower limb ischemia due to thrombus which was prominent on the insertion side. A thrombectomy was performed with a fogarty catheter which improved the patient's condition. The physician noted that prior to impella insertion there was stenosis in the iliac artery, and a plain old balloon angioplasty (poba) was inserted prior to impella insertion. The further information was provided.